Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infected surgical site. Symptoms include cellulitis, itchiness, redness, wound oozing with blood, pus and clear fluid, and the battery site was open. The physician irrigated, cleaned and closed the wound. The patient was administered with antibiotics. However, the wound was not healing. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infected surgical site. Symptoms include cellulitis, itchiness, redness, wound oozing with blood, pus and clear fluid, and the battery site was open. The physician irrigated, cleaned and closed the wound. The patient was administered with antibiotics. However, the wound was not healing. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm.